Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) has passed normal mode on an in-house system. The usm passed carriage sensors, lissajous, agc current and sine cycle but failed sensors check on yaw. The yaw searchlight assembly pca and flat flex cable in the usm arm was replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and was ready for use. A return material authorization (RMA) was issued requesting to have the usm returned for evaluation. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that universal surgical manipulator (usm) 2 was free to move. When he clutched usm 2, it did not stay in position and did not engage. Prior to calling intuitive surgical, inc. (Isi) technical support, the customer had already powered cycle the system without improvement. The isi technical support engineer (tse) asked the customer to do a hard power cycle and emergency power off, but the issue persisted. The tse checked the system logs, but logs were not available. The customer gave the phone to the biomed and the tse guided the caller to check if ethernet cable was properly connected. He stated no ethernet cable was present. Due to a lot of noises, stress and bad signal in the operating room, troubleshooting was complicated. The caller said surgeon could continue and finish with the procedure in this condition. He would call back at the end of surgery to do more troubleshooting. The procedure was completed as planned with no report of injury to the patient. Customer called back after completed surgery to do more troubleshooting. The tse asked the caller to press the port clutch and move usm2. The caller stated when he pressed the instrument clutch the usm would drop down.